Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide needle experienced a broken needle, and a defective needle. The following information was provided by the initial reporter: needle bevel is defective, injuring the patient's arm at the time of puncture. Crack, breakage of the product or part of it.

Event description:
It was reported that the bd precision glide needle experienced a broken needle, and a defective needle. The following information was provided by the initial reporter: needle bevel is defective, injuring the patient's arm at the time of puncture. Crack, breakage of the product or part of it.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.